Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and a replacement pump was arranged as the malfunction code recurred after resetting. The customer reverted to an alternate method in insulin therapy in the meantime.